Event description:
The hospital notified the sales representative on 11/30/94.sureon clipped off branch of pulmonary artery during a thoracotomy on 11/10/94. Several hrs after surgery, pt had a massive hemorrhaging and expired at 12:01 a.m., 11/11/94. One clip was used and also tied with suture.